Event description:
It was reported that the device reached elective replacement indicator. The following day an alert was triggered for charge circuit timeout. Approximately eight days later, the patient required external defibrillation during an episode of ventricular tachycardia as the charge circuit was noted to be inactive. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the charge circuit timeout alert. Charge circuit timeout patient alerts occurred on (B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst noted that the charge circuit time out occurred on (B)(6) 2013. Between (B)(6) 2013 there were 114 charging episodes and device had a total cumulative charge time of 1246.21 seconds. (B)(4).